Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per the report, the cause was a possible displacement of calcium deposits with embolization of debris into in the ungrafted coronary artery following sapien placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to indications, warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported to the edwards territory manager that a patient died during a tavr procedure, no additional information was provided.

Event description:
It was reported to the edwards territory manager that, following successful transapical bav a 26mm sapien valve was place in a 50:50 position; however upon deployment reportedly the valve was in an 80:20 ventricular position. A second 26mm valve was prepared and deployed in 60:40 position. Reportedly the patient was put on cps for hemodynamic support while the first valve was retrieved through a apical incision with forceps. Reportedly the patient had st changes and a luceny was detected in the right coronary artery, reportedly calcium from the annulus. A coronary stent was placed with opened the area; however the patient¿s ventricle did not recover and the patient expired.